Event description:
Broken component.

Manufacturer narrative:
It was reported that "stop cock that connects the tube feed line to the dobhoff had broken off where the connection is closest to the dobhoff. This left part of the stock cock connected to the dobhoff and tube feeding spilled on the patients' gown and bedspread. The primary nurse was able dislodged the broken piece from the dobhoff and replaced and reconnected the tube feedings." No injury was reported related to this incident. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.